Event description:
Meter "was not working." The pt was taken to the doctor; pt was feeling weak, shaky, no treatment was given. No reading given. The pt took glucose following attempt to use of the meter. No alleged injury. The customer care rep performed troubleshooting and determined this was an optic issue. The meter was replaced.